Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet with a dexcom g7 continuous glucose monitor (cgm) experienced hyperglycemia with a highest cgm reading of 350 mg/dl for approximately six hours, attributed to an incomplete supply change in which the fill tubing step was not performed, and the insulin cartridge became empty, resulting in no drops observed from the tubing during troubleshooting. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for troubleshooting and education, an infusion set and cartridge change, and correction of incorrect supply change steps. Investigation included customer troubleshooting and education over the phone. Investigation of this case revealed that user error during the supply change led to an empty cartridge and lack of insulin delivery through the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user error related to supply change procedure.